Manufacturer narrative:
(B)(4).

Event description:
The physician was unable to interrogate the patient's generator on (B)(6) 2016. Troubleshooting was performed and the physician's office made sure that the tablet was not plugged into the wall, rotated the wand, and checked all the connections to the cords. They did not have a 9 v battery handy, but the green light stayed on for 30 seconds when she hit the two red buttons on the wand. The white usb serial cable was suspected to be the cause of the problem and a replacement cable was provided as a result. It was later mentioned that the physician was unable to interrogate multiple patients' generator on (B)(6) 2016 due to the serial cable issue. No error messages were observed but would not interrogate the generators. A company representative had later come in to replace the cable and the programming system worked successfully following the cable change. All the patients affected due to this came in later and had their devices checked successfully. No further issues were seen. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.